Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler while using on a patient. All 7ea staplers were used on one patient, and new stapler was used to complete the procedure". No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3003898360-2024-00018, 3003898360-2024-00019, 3003898360-2024-00020, 3003898360-2024-00021, 3003898360-2024-00022, 3003898360-2024-00016.

Event description:
It was reported that "the hcp failed to fire the skin stapler while using on a patient. All 7ea staplers were used on one patient, and new stapler was used to complete the procedure". No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3003898360-2024-00018, 3003898360-2024-00019, 3003898360-2024-00020, 3003898360-2024-00021, 3003898360-2024-00022, 3003898360-2024-00016.

Manufacturer narrative:
Qn # (B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No flash was discovered in the cover block. A device history record review was performed, and no relevant findings were identified. An investigation was opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.